Event description:
Pt reported that one touch ultra meter would not count down despite using proper testing technique. This issue was not resolved with troubleshooting. Pt did not have any symptoms. Pt did not have any adverse event or receive any medical treatment. No further clinical info was provided.